Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the primary system controller was unable to send data to the power module/monitor. When connected to the monitor, it read ¿command not accepted¿ and the admin and history tabs were not able to be selected. Data that was downloaded returned as 0 records despite this being the patient¿s primary controller. Data from the controller that was replaced was sent for review. Technical services was unable to parse any of the files for review as there was no data in the files. It was noted that the controller was having some internal issues or possibly an issue with the white power lead. The affected controller could not download data or provide any information typically seen on the monitor when connected to the power module. The white cable was confirmed to have been sending power to the controller but not information. There was no patient harm. Once the controller was exchanged and a new controller was in place, there were no issues with communication or ability to populate the event log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and system monitor was confirmed during evaluation. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with the 11v backup battery (serial number: (B)(6)) and log files were submitted for review that contained no data. The system controller was functionally tested with a test power module, system monitor, and mock circulatory loop and was able to start the pump and support the system without any atypical alarms produced. All pump parameters and live data was being transmitted from the system controller to the system monitor as expected. A message was present when any selections were attempted stating, ¿command not accepted¿. This prevented any commands from the system monitor from being sent back to the system controller which includes the inability to download log files from the controller. The dual power leads underwent continuity testing, revealing slightly elevated resistances in several underlying wires and an electrically open blue wire (receiving communication) in the white power cable. The outer jacket of the dual power cables was removed, and the blue wire (receiving communication) within the white power cable was found to be completely severed. The power cables were replaced with test power cables. The system controller was then reconnected to a power module, system monitor, and mock circulatory loop and was able to accept commands from the system monitor without issue. Log files were downloaded without issue after replacing the power cables. The controller operated the mock circulatory loop without issue and functioned as intended. A review of the downloaded event log file contained data spanning approximately 2 days (05mar2025 to 06mar2025 per the timestamps). The driveline was disconnected at 10:44:49 to exchange the system controller. The system controller was powered off at 10:46:00. The pump maintained speed within the expected range throughout the log file while the driveline was connected. The root cause for the system controller being unable to connect to the system monitor was conclusively determined to be due to a severed blue wire (receiving communication) within the white power cable; however, a root cause for the severed wire was unable to be conclusively determined through this investigation. Incidental findings: the outer jacket of the cables was removed, and fluid ingress was observed in both power cables. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6)) were reviewed and found to have passed. Heartmate 3 instructions for use section 2 ¿system operations¿ and the heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. This section outlines ¿what not to do: driveline and cables¿ and states ¿check the driveline, system controller power cables, power module patient cable, and mobile power unit patient cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes care of the dual power leads which should not be bent, twisted or kinked. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.